Event description:
It was reported an incident involving fentanyl infusion on the pump module. Per report, it was determined the medication was over infused due to a programming error. The user reportedly inadvertently entered the dose in the "ml/hr." Rate field. The user reportedly received guardrails alert message but overrode it and "quickly reprogrammed to 499 mcg/hr. (Hard limit is 499 mcg/hr.). It was further discovered that the user then entered "25ml/hr.", but the intended rate was 25mcg/hr. Device malfunction is not suspected or observed in the data, according to the customer. The event occurred on (B)(6) 2023. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.